Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient appeared to be hyperaccomodating in both eyes following bilateral lasik surgery. The reporter believes that there was no mistreatment and that the post-op readings are as expected given the pre-op prescription, and the treatment data is correct. A clapiks (contact lens assisted pharmacological included steepening) trial of contact lenses and steroid eye drops to assist with healing. This report concerns the patient's right eye.